Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all products met released specifications. No actual or representative device was returned for investigation. Simulation was conducted on sample obtained from production. The complaint that cuff deflated during intubation was not confirmed. No evidence of defect was provided as the sample was not returned. Simulation conducted does not show such defect.

Event description:
Customer complaint alleges the "cuff deflated during intubation". The alleged malfunction was reported as occurring during use. Medical intervention reported as "the et tube was replaced", and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges the "cuff deflated during intubation". The alleged malfunction was reported as occurring during use. Medical intervention reported as "the et tube was replaced", and there was no injury to the patient.